Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. The 510k: this report is for an unknown 2.7mm va locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Possible part number reported: 02.211.040 thru 02.211.060. Exact length of screw is not known. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 2.7/3.5mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate and unknown quantity of 2.7mm va locking screw on unknown date. On unknown date, it was revealed that bone was healed but the heads of an unknown quantity of the 2.7mm va locking screws were broken. It was further reported the screws had crossed into the joint between the tibia and fibula, causing pain. Patient was returned to surgery on unknown date for removal of the hardware. During the removal procedure, it was reported an additional unknown quantity of the screws broke. During removal of the broken screws, it was reported they broke again further down the shaft. Additional reaming was required to remove the broken devices. Revision surgery due to broken post-operative broken screws is addressed in (B)(4). This report addresses the screws that broke intraoperatively during removal. Concomitant devices reported: 2.7/3.5mm va lcp anterolateral distal tibia plate 10 holes left (02.118.209, lot number unknown, quantity 1). This report is for an unknown quantity of unknown 2.7mm va locking screws. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in new zealand as follows: it was reported patient was implanted with the 2.7/3.5mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate and unknown quantity of 2.7mm va locking screw on unknown date. On unknown date, it was revealed that bone was healed but the heads of an unknown quantity of the 2.7mm va locking screws were broken. It was further reported the screws had crossed into the joint between the tibia and fibula, causing pain. Patient was returned to surgery on unknown date for removal of the hardware. During the removal procedure, it was reported an additional unknown quantity of the screws broke. During removal of the broken screws, it was reported they broke again further down the shaft. Additional reaming was required to remove the broken devices. Revision surgery due to broken post-operative broken screws is addressed in (B)(4). This report addresses the screws that broke intraoperatively during removal. Concomitant devices reported: 2.7/3.5mm va lcp anterolateral distal tibia plate 10 holes left (02.118.209, lot number unknown, quantity 1) this report is for an unknown quantity of unknown 2.7mm va locking screws this is report 1 of 1 for (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected country of event in the description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.